Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and a longer length lens was later implanted due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).